Event description:
Hosp personnel stated defibrillator would not fire with auto defibrillator on pt. Multifunction cable removed and paddles used to defibrillate pt. Tech states she did not see "electrodes off" message. Unit and patches sent to biomed.